Event description:
(B)(6) in customer service states the dealer called and stated the spokes are broken on both rear tires. (Line 5) provider disconnected. The caller has no further information to provide.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.